Event description:
2020-jul-10: information was received from a patient who is implanted with a implantable neurostimulator (ins) for non-malignant pain. It was reported that the implantable neurostimulator is not charging anymore starting about a month prior to the report. The patient last charged her implantable neurostimulator about a month prior to the report. Starting about a month prior to the report, the patient programmer would not connect to the implantable neurostimulator. The patient drives a lot for her job and she indicated that she really needs to have her therapy work again. There were no further complications reported. 2024-feb-28: additional information was received from the patient. They reported that they had their ins replaced in the past.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.